Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there was possible noise on the ventricular channel during ventricular repolarization. The lead will remain implanted and monitored until the ICD reaches elective replacement indicator (eri).